Event description:
It was reported by the nurse practitioner that the patient was seen in clinic due to longer than normal seizures. Upon interrogation of the vns, high impedance was observed. The patient was referred for a full revision surgery and the vns was programmed off. No known surgical interventions have occurred to date.

Event description:
It was later reported by the patient's mother they will not pursue vns replacement at this time as they are going to try medication adjustments instead.